Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety shield could not cover the IV cannula. The cannula was reported to be bent. This occurred 2 times. It was also reported that the devices have a plasticky odor. No impact was reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated with corrected information: b3. Date of event: 04/09/2024.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety shield could not cover the IV cannula. The cannula was reported to be bent. This occurred 2 times. It was also reported that the devices have a plasticky odor. No impact was reported.

Manufacturer narrative:
Investigation summary material #: 368650. Lot/batch #: 3319269. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for bent cannula was observed. The failure modes of defective locking mechanism and odor were not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of bent cannula was not observed. Another 20 retention samples from bd inventory were evaluated by functional testing, each having their safety shield engaged, and the issue of defective locking mechanism was not observed. No odor was observed when opening the retention sample packages for testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bent cannula. This complaint could not be confirmed for defective locking mechanism and odor. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety shield could not cover the IV cannula. The cannula was reported to be bent. This occurred 2 times. It was also reported that the devices have a plasticky odor. No impact was reported.